Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant product continued: 419488 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was at eri and did not meet expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.